Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test. Troubleshooting was performed and the insulin pump continued to alarm failed battery. Customer's blood glucose reading at the time of the call was 142 mg/dl. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.